Event description:
Customer emailed saalt stating their saalt soft cup caused them to experience prolapse. Saalt followed up with the customer with educational information about menstrual cups and prolapse. Saalt requested additional information about the customer's removal techniques, the type of cup they were using, the cup mold identifying number, and the lot number on the packaging. Saalt also requested a photo of the cup they were using. Customer followed up with their cup lot number, removal techniques, a photo of their cup, and the type of cup they were using. They said that they have a follow-up appointment with their gynecologist to determine if they have prolapse. They said they weren't always able to pinch the base of the cup when removing it because the cup was slippery. They said they didn't pull the stem to remove the cup, but they would bear down to reach the base of the cup. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.